Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the set screw of the implantable cardioverter defibrillator (ICD) would not tighten. The ICD was not used, and a different device was successfully implanted. No patient complications have been reported as a result of this event.